Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose, motor error alarm, motor position encoder error alarm and no delivery alarm on the insulin pump. Customer's blood glucose level was 482 mg/dl. Customer treated their high blood glucose with manual injections and the insulin pump. Troubleshooting for no delivery was performed. Customer resolved the issue with a complete set change. Customer declined to return the infusion set and reservoir for analysis. Customer advised an x ray was performed while they were wearing the insulin pump. Customer performed the displacement test and passed. Customer advised they would call back if they decide they want a replacement insulin pump.